Event description:
A hospital reported that a disposable clip deployed but did not completely attach to a patient's tissue during an endoscopic procedure. A second clip was used to arrest the bleeding and the procedure was completed successfully.